Manufacturer narrative:
Method - involved device was not returned, user facility info and quality records reviewed. Follow-up communication with the user facility indicated that one and a half hours into a bypass procedure, the raceway tubing section "split" approx 1 inch. The perfusionist changed out the tubing section and the procedure was completed successfully without any further complications. The blood loss was estimated to be 3-cc and the pt is reported to be ok. The involved device was not returned for eval, which limits the failure investigation. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that there have been no previous reports related to this lot number. Although the cause of the reported event cannot be definitively determined based upon the available info, there is no evidence of a relation to a device defect or malfunction. The convenience kit labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. All available info has been placed on file in qa for appropriate tracking, trending, and follow-up.